Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported believing they had paused the ilet after starting on it earlier that day. They were a new user and began with high blood glucose (bg), which later dropped, prompting them to try pausing the device. After discussion, it was confirmed the ilet had not been paused. The agent explained why pausing is not recommended as it prevents the ilet from learning. The user understood but declined a demonstration of how to pause/unpause due to fatigue. The user's highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected with time for insulin corrections. The user's symptom reported was tiredness during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.